Event description:
The hosp reported that during the saphenous vein harvesting procedure, the vasoview 5 harvesting cannula blades remained sticking out. No pt complications were reported by the hosp.